Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cover manifold assembly was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction causing a loss of manual ventilation. There was no report of patient involvement.